Event description:
The facility reported an infusion pump with an 808:05 failure code. Info was requested by baxter's customer svc regarding whether or not the pump was in use on a pt when the failure occurred, specific pt info, whether or not there was a report of medical intervention or pt injury, pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no additional info was available. Additional contact info was requested but no additional contact was identified.